Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12166. Pt reported all five of her programs are producing stimulation that is very positional. The sjm cs ran diagnostics and all contacts were normal. It was also reported that ap and lateral x-rays did not show any changes in lead positions. Pt reports no falls or trauma. The pt reported when uses the programmer when stimulation is running, she feels a shock or convulsion with every beep as the programmer establishes communication. This sensation starts in her abdomen and runs down her right leg. It is recommended the pt uses magnet to activate/deactivate stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.